Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed. There were visible signs on the patient. The patient complaint of chest pain and the pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. The patient was reported to be in stable condition. The physician did not say what he thinks the absolute cause of the event. The patient outcome of the adverse event is fully recovered. The patient did require extended hospitalization because of the adverse event. A pericardiocentesis was performed and a drainage catheter was left in place. Patient stayed for observation. A stockert smartablate generator with serial number (B)(4) was used. A transseptal puncture was not performed. Prior to noting the effusion, ablation was performed. There was no evidence of steam pop. The event occurred after ablation phase. An irrigated catheter was used in the event, flow setting was set to smartablate default flow settings. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on biosense webster equipment during the procedure. The force visualization features used were graph, dashboard, vector, and visitag. The visitag module was used, parameters for stability used were: 3mm, 3 sec, 25% 3g, tag size 3mm. No additional filter was used with the visitag. Time color option was used prospectively. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
On 1-apr-2022, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30663743l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).